Event description:
The "ICD" and associated lead was explanted due to an infection. The infection is being reported under an agreement that was communicated to FDA on november 13, 1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by the FDA.